Event description:
It was reported that the atrial lead warning was triggered due to low impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead warning was triggered due to low impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It was additionally reported from information obtained from follow-up that the lead was displaced, had a history of occasional loc (loss of capture) and the attempt to reposition the lead was unsuccessful as could not advance the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and the proximal conductor was fractured. It was also noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed), the outer was insulation breached (clavicle-rib crush), the inner insulation was torn, there was blood in/on the helix/lobe mechanism, and the lead was stretched.